Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008: (B)(6) hospital. (B)(6) , md. Operative report. First assistant: (B)(6) , md. Anesthesia: general with preemptive analgesia. Preoperative diagnosis: ventral incisional hernia, suprapubic. Postoperative diagnosis: ventral incisional hernia, suprapubic. Procedure: laparoscopic repair of ventral incisional hernia with mesh. Indication for surgery: this is a 60-year old african american man, who had had a retroperitoneal prostatectomy through a lower midline incision. During the postoperative period, he had a wound infection and subsequently got a hernia immediately above the pubic bone extending proximally. Operative findings: the defect was 6 cm tall x 5 cm wide. Fluids given: 900 ml of lactated ringer¿s. Urine output: 500 ml. Estimated blood loss: less than 25 ml. Specimens: none. Complications: none. Disposition: to recovery room in good condition. Mesh size: 19 cm x 15 cm gore-tex dualmesh. Cut time: 11:08. Close time: 12:48. Procedure in detail: ¿the patient was brought to the operating room and placed supine on the operating table, and after adequate induction of general endotracheal anesthesia, the abdomen was prepped and draped in a sterile fashion. Then, 0.25% marcaine with epinephrine was used at each of the port sites prior to making any incisions. The first incision was in the left upper quadrant, and a 2-mm trocar was inserted and used to insufflate the abdomen with c02. Under direct vision, a 5-mm step-port was placed in the right mid abdomen and a 5/12 step port was placed in the right upper quadrant. A 5-mm step port was then placed in the left upper quadrant. The hernia was easily identified. The peritoneum was divided lateral to the defect, and dissection was carried down to the pubic ramus in the retroperitoneal space. The pubic ramus was then cleared bilaterally, dividing the peritoneum along the inferior edge of the defect. A 19 x 15-cm piece of gore-tex dualmesh was then fashioned to extend down onto the pubic ramus and then arched up over the internal rings and then angled so that it would stay anterior to the inguinal ligament bilaterally. Then, #2 gore suture was placed near the lateral edges of the mesh bilaterally, and the mesh was folded and placed into the abdomen. The mesh was then unfurled and centered over the pubic ramus and then tacked inferiorly along the pubic ramus and then gently tacked up cranially to hold the mesh up. Tacks were then placed at the superolateral corners, and then, the sutures were pulled through the anterior abdominal wall by making transverse incisions directly over the sutures and using a gore-tex suture passer to grasp the suture pairs, pull them through the full thickness anterior abdominal wall and then gently tie them down. Tacks were then placed along the periphery of the mesh, every 1 cm. They extended from the pubic ramus directly anteriorly until they were anterior to the inguinal ligament, and then, they were carried laterally anterior to the inguinal ligament, and they were placed all the way around the edge of the mesh. Along the superior border, a suture was placed in the midline at the superior border of the mesh, and then halfway between the midline suture and the two lateral sutures, a suture was placed bilaterally by passing #2 gore suture through-and-through the abdominal wall and tying it down. The final suture was in the suprapubic midline, and it was passed through the scar on the superior aspect of the pubic ramus through the mesh and then back out through the scar and mesh and tightly tied. A final inspection was made. Hemostasis was noted to be good. The 12-mm port site was closed by using the 2-mm trocar to pass a #0 pds suture in a u-stitch fashion. The abdomen was deflated, and the ports were removed. The skin was closed with 4-0 vicryl subcuticulars. Tegaderm dressings were applied, and the patient was taken from the operating room to the recovery room in good condition. All counts were correct x2.¿ on (B)(6) 2008: (B)(6) hospital. Intraoperative record. Implant record. Asa 3 severe systemic dx. Pre-op comment: incisional hernia, hypertension, gastroesophageal reflux disease, prostate cancer, non-insulin dependent diabetes mellitus, prostatectomy 2006. Wound class: I clean wound. Specimens: none. Culture/cytology: none. Type: mesh. Mfg: goretex. Lot #: 05528077. Catalog #: 1dlmc04. Size: 15x19x1. Amount: 1. Exp. Date: 2012-11. The records confirm a gore® dualmesh® biomaterial (1dlmc04/05528077) was implanted during the procedure. On (B)(6) 2008: (B)(6) hospital. [Signature illegible]. Procedure record [handwritten]. Procedure: us guided fluid collection aspiration. Discharged home: discharged home. Remarks: successful us guided fluid needle aspiration suprapubic complex fluid collection. 50cc pus aspirated. Sent for labs. No complications. On (B)(6) 2008: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2008 procedure was not provided.] On (B)(6) 2008: (B)(6) hospital. (B)(6) , md, phd. Operative report. Preoperative diagnosis: infected abdominal prosthetic gore-tex mesh. Abdominal wall abscess. Postoperative diagnosis: infected abdominal prosthetic gore-tex mesh. Abdominal wall abscess. Procedures: removal of infected abdominal gore-tex mesh. Debridement of abdominal wall infected skin, subcutaneous tissue, and portions of rectus abdominis muscle. Drainage of postoperative abdominal abscess/infection. Placement of 22 antibiotic -impregnated methylmethacrylate beads. Assistant: tanner baker, md. Anesthesia: general. Operative time: 1 hour 39 minutes. Specimens: lower abdominal abscess sinus tract. Lower abdominal infected gore-tex mesh and screws. Abdominal abscess swab cultures. Complications: none apparent. Indications: the patient is a 66-year-old, married, african-american male from houston, texas, who is referred by dr. (B)(6) for management of an infected abdominal wall gore-tex mesh with abscess. The patient has a history of prostate cancer treated with radical retropubic prostatectomy by dr (B)(6) in november 2005, at md anderson cancer center. He had persistent postoperative bleeding complications resulting in a wound infection and eventual suprapubic hernia. The patient states that these problems left him bedridden and disabled for approximately 1 entire year. He then had laparoscopic ventral hernia repair with gore-tex dual mesh on may 8, 2008 [date discrepancy], by dr (B)(6) . He was healing and recovering well from this surgery but recently developed purulent drainage from his prostatectomy incision. This was initially treated as an outpatient with percutaneous drainage by interventional radiology and oral antibiotics. The purulent drainage intermittently persisted, and he was admitted on november 12, 2008, and treated with intravenous vancomycin, swab cultures of the drainage showing methicillin-sensitive staph epidermidis. He has had several CT scans showing fluid collections both anterior and posterior to the gore-tex mesh, therefore within his abdomen and in his abdominal wall. After lengthy discussions with the patient and discussion with dr. (B)(6) , we decided to treat the patient with serial surgical debridements and placement of antibiotic-impregnated beads. I had described to the patient the risks, benefits, and expected outcomes of this course of treatment versus continued nonoperative antibiotic treatment as well as the other treatment, which was surgical removal of the infected mesh and repair of the resulting hernia either primarily or with bioprosthetic material. I had described to the patient the operative technique, operative time, hospital stay, postoperative recovery, expected outcome, and risks for this procedure. The risks included, but were not limited to, infection, bleeding, pain, scarring, poor healing, hematoma, seroma, hernia, recurrent hernia, and recurrent or persistent infection. The patient understood these issues and had provided written informed consent. Narrative: ¿the patient was brought to the operating room and asked to lie supine on the operating room table. After induction of general anesthesia, the patient's lower abdomen and groins were prepared with betadine and isolated using sterile towels and drapes in the usual fashion. There was a protruding sinus tract of hypertrophic granulation tissue at the suprapubic region in the midline. This was draining frank pus. This sinus tract was probed with a cotton-tipped applicator and was found to be approximately 5 cm in depth ending in what felt consistent with gore-tex mesh. This sinus tract was excised using initially a knife and then the electrocautery. We excised nearly this entire sinus tract without entering the tract itself using the electrocautery. This debridement included skin, subcutaneous tissue, scar, and fibrous tissue as well as a small portion of pyramidalis and rectus abdominis muscle. This excision was just superior to the pubic symphysis. This excised abscess sinus tract was sent to pathology for permanent section evaluation. We found that the sinus tract opened into an abscess with frank pus, which was superficial to the gore-tex mesh. The gore-tex mesh itself was redundant and folded on itself. There was a small 3-mm tear within the gore-tex mesh at one of the folds. There was frank pus draining through this hole. Exploration of the gore-tex mesh revealed that the superior inset was loose and was no longer inset. Because the marlex mesh was already partially loose and because there was an abscess of pus deep to the mesh and because I could see and feel fibrous scar tissue deep to the mesh which was preventing evisceration and also because there was a substantial thickness of fibrous scar tissue adjacent to the gore-tex mesh which prevented herniation, I elected to remove the mesh completely. The gore-tex mesh was removed along with 52 laparoscopic screws. These were all sent to pathology for gross identification. Again, the new hernia defect resulting from the excision of the sinus tract was approximately 5 cm in diameter and was able to be closed primarily. The surface deep to the mesh was a plane of fibrous scar tissue, which was preventing free evisceration or herniation of intra-abdominal contents. There was a substantial amount of pus and gelatinous necrotic debris. The entire wound was irrigated with 3 l of crystalloid containing bacitracin using a pulse lavage device. The entire wound surface was then debrided with curettes and then again irrigated with crystalloid containing bacitracin with the pulse lavage device. The entire wound was also scrubbed with a betadine scrub brush and then again irrigated with bacitracin containing crystalloid using the pulse lavage device. This was drainage of a postoperative abdominal infection/abscess. We created approximately 1 cm diameter antibiotic-impregnated methylmethacrylate beads using 40 gm of methylmethacrylate, 3.6 gm of tobramycin powder, and 3 gm of vancomycin powder. The antibiotic beads were strung on 0 prolene suture. The beads were placed within the deep areas of the wound. Eleven beads were placed in the space, which was the abscess cavity deep to the mesh. The prolene suture then spanned the abdominal fascia, which was closed using multiple simple interrupted 0 pds sutures. This affected primary closure of the residual hernia defect. An additional 11 antibiotic-impregnated beads were then placed in the plane superficial to the abdominal wall fascia and what was the superficial abscess cavity. The scarpa's superficial fascia was then closed over the antibiotic beads using multiple simple interrupted 0 pds sutures. The dermis and skin were then closed using skin staples. This was placement of antibiotic-impregnated methylmethacrylate beads. A 15-french round blake drain had been placed within the superficial portions of the wound, exited inferiorly, secured with a 2-0 nylon suture. The vertical midline infraumbilical abdominal wound was dressed with bacitracin ointment and a medipore dressing. The patient tolerated the procedure well. There were no apparent complications. At the conclusion of the operation, the patient was extubated in the operating room, transferred to a stretcher, transported to the recovery room where he was awake and in stable condition. I was present and scrubbed for the entire operation.¿ on (B)(6) 2008: (B)(6) hospital. Intraoperative record. Asa 2 mild systemic disease. Preop comment: wound noted lower abdomen. Wound class: IV dirty wound. Specimens: lower abdominal abscess tract. Lower abdominal goretex mesh with screws ¿ ID only. Culture: swab abdominal abscess aerobic, afb, anaerobic, fungus. Explant type/mode: abdominal goretex mesh and 52 screws sent to path for ID only. Antibiotic beads: 11 beads implanted deep, 11 beads superficial. On (B)(6) 2008: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2008 procedure was not provided.] ??/??/??: [missing records: records for ¿CT scans showing fluid collections both anterior and posterior to the gore-tex mesh¿ were not provided.] On (B)(6) 2008: (B)(6) hospital. (B)(6) , md, phd. Operative report. Preoperative diagnosis: abdominal wall infection due to prosthetic gore-tex mesh. Abdominal wall infection. Postoperative diagnosis: abdominal wall infection due to prosthetic gore-tex mesh. Abdominal wall infection. Procedures: debridement of contaminated abdominal wall skin, subcutaneous tissue, and portions of rectus abdominis muscle. Complex closure of 11 cm abdominal wall open wound including three layers of scar, fascia, subcutaneous tissue and skin. Removal of 22 abdominal wall antibiotic-impregnated methylmethacrylate beads. Assistant: none. Anesthesia: general. Operative time: 1 hour and 46 minutes. Complications: none apparent. Indications: the patient is a 66-year-old married african-american male from houston, texas who was referred by dr. (B)(6) for management of an infected abdominal wall gore-tex mesh with abscess. The patient has a history of prostate cancer treated with radical retropubic prostatectomy by dr. (B)(6) in november 2005 at md anderson cancer center. He had a persistent postoperative bleeding complication resulting in a wound infection and eventual suprapubic hernia. The patient states that these problems left him bedridden and disabled for approximately one entire year. He then had laparoscopic ventral hernia repair with gore-tex dual mesh on may 8, 2008 [date discrepancy] by dr. (B)(6) . He initially healed and recovered well from this surgery, but then developed purulent drainage from his suprapubic prostatectomy incision. This was initially treated as an outpatient with percutaneous drainage by interventional radiology and oral antibiotics. The purulent drainage intermittently persisted and he was admitted on november 12, 2008 and treated with intravenous vancomycin with swab cultures of the drainage showing methicillin-sensitive staph epidermidis. He had several CT scans showing abscesses both anterior and posterior to the gore-tex mesh. After multiple discussions with the patient and discussions with dr. (B)(6) , I treated the patient with surgical debridement with removal of the infected gore-tex mesh, because it was already partially dehisced from its superior inset and because it was bathed in pus. At that surgery, on november 19, 2008, I placed 22 antibiotic-impregnated beads and primarily closed the abdominal wall fascia and overlying skin and subcutaneous tissue with a closed suction drain. The patient was discharged to home with intravenous vancomycin. He has done well, remaining afebrile, tolerating a regular diet, and without malaise or wound drainage. He presents today for the second stage of his abdominal wall and intraabdominal abscess surgical treatment. We planned to remove the antibiotic-impregnated beads, debride the wound further, and close the wound primarily over a closed suction drain. I described the patient the operative technique, operative time, hospital stay, postoperative recovery, expected outcome, and risk for this procedure. The risks included but were not limited to infection, bleeding, pain, scarring, asymmetry, poor healing, hematoma, seroma, and hernia. The patient understood these issues and had provided written informed consent. Narrative: ¿the patient was brought to the operating room and asked to lay supine on the operating room table. After induction of general anesthesia, the jackson-pratt drain was removed and the abdomen was widely prepared with betadine and isolated using sterile towels and drapes in the usual fashion. The vertical midline suprapubic infraumbilical incision staples were removed. The wound was healing well. I excised the presumed contaminated previous incision with an approximately 1 cm margin of soft tissue on either side using a knife and the electrocautery. The excision continued through the skin, dermis, subcutaneous tissue, anterior abdominal wall fascia, and portions of the rectus abdominis muscle. This was debridement of the abdominal wall contaminated tissue. This tissue was discarded. Hemostasis was achieved with the electrocautery. The 22 superficial and deep antibiotic-impregnated beads, which were on a single 0 prolene strand were removed and discarded. All 22 beads were counted, removed, and discarded. The wound did not look grossly infected. There was no purulence, and there was no free fluid. The antibiotic beads were within gelatinous organizing tissue. The entire wound was irrigated with three liters of crystalloid containing bacitracin using a pulse lavage device. Hemostasis was achieved with the electrocautery. A 1s-french round blake drain was placed within the wound, exited inferiorly, and secured with a 2-0 nylon suture. No intestines were exposed or visualized. There continued to be a thick rind of scar tissue, which was previously deep to the gore-tex mesh, which was preventing any free evisceration of bowel. A layer of soft tissue was closed over this thick scar using multiple simple interrupted 0 pds sutures. The anterior abdominal wall fascia was then closed primarily as a second layer using multiple figure-of-eight 0 pds sutures. The skin and subcutaneous tissue were closed using multiple inverted dermal 3-0 monocryl sutures. This was complex closure of an 11-cm abdominal wall wound. This wound was dressed with bacitracin ointment and a medipore dressing.¿ on (B)(6) 2008: (B)(6) hospital. Intraoperative record. Asa 3 severe systemic dx. Wound class: IV dirty wound. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect; h6: updated investigation finding; h6: updated investigation conclusions; h6: health effect impact code: f1903: device explantation; h6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation. And reported by gore in the previously, submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant. This event file will be closed with the information provided. Previous patient codes were reported, based on the original complaint. And are no longer applicable and/or not reportable per gore¿s investigation. It should be noted, that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence¿. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material¿. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include, but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation. Therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified, that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "abdominal wall infection due to prosthetic gore-tex mesh", abscesses, mesh "partly dehisced", mesh "folded on itself", "fibrous scar tissue" and "thick rind of scar tissue." Additional event specific information was not provided.